Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history, it was noted that an interrupted system diagnostic and generator diagnostic occurred on (B)(6) 2007 that altered patient settings. The settings were not corrected prior to the patient leaving the office. No adverse events have been reported as a result of this.